Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured. Evaluation revealed signs of torquing at the fracture site. If the cat7 is torqued unrestrained against resistance during removal, damage such as a fracture may occur. Further evaluation revealed a kink on the distal fractured segment of the cat7 and bend on the non-penumbra sheath. The kink on cat7 aligns with the bend on the non-penumbra sheath. This damage may have contributed to resistance while removing the cat7 from the non-penumbra sheath during the procedure, causing the cat7 fracture. During evaluation, the distal fractured segment was advanced and retracted through the non-penumbra sheath with resistance due to kink on cat7. If the cat7 is advanced against resistance or manipulated at an angle during use, damage such as a kink may occur. Evaluation also revealed ovalization on the distal fractured segment. This damage was incidental to the reported complaint and may have occurred during handling of the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and the tibial arteries using an indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, the physician completed several passes using the cat7. After completion of the procedure, while removing the cat7 from the sheath, the physician noticed that the cat7 fractured at the midshaft. The proximal fractured portion of the cat7 was removed. The sheath containing the remaining portion of the cat7 was removed. The procedure was completed at this point. There was no report of an adverse effect to the patient.